Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device was not working as expected; it worked well at the beginning but now she was waking up at night and going quite frequently. Additional information received from the consumer reported the device was not working as expected "about a month or so" before the initial report. It was noted that the patient did have one fall in the house and landed on their left side on the carpet. The patient changed settings and increased intensity but the issue did not resolve. The patient reportedly was going to wait a month before changing settings again.